Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in her blood. Update 1/20/2016 medical records received. Case information sheet and component sticker sheet reviewed for MDR reportability. Records indicated it is the right hip not the left hip and patient was revised on (B)(6) 2015. Taper sleeve and stem added to complaint for pain and alleged excessive levels of chromium and cobalt in the blood, there were no lab results.